Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this pacemaker stated their remote communicator displayed a red call doctor (rcd) icon. Subsequently, troubleshooting was performed, and the communicator was power cycled, and a successful patient-initiated interrogation was sent. The rcd icon indicated that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements. The patient was referred to contact their clinic regarding the red call doctor icon. At this time, the rv lead remains in service. No adverse patient effects were reported.